Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿

Event description:
It was reported that while using the bd facs sample prep assistant ii the wash tower does not drain. The following information was provided by the initial reporter: was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is limited to part: 337170 spaii and serial number: (B)(6). ¿ problem statement: customer reported: wash tower does not drain. ¿ manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 10may2021 to date 10may2022 (rolling 12 months). ¿ complaint trend: there are 6 complaints related to the reported complaint. Date range (date of incident to 12 months back) from 10may2021 to date 10may2022 (rolling 12 months). ¿ investigation result / analysis: per fse report: consulted with user and fse who had recently performed service visit on instrument for same problem: reference wo 2441841. Suspected in-line filter fittings were sticking closed. Tested by removing in line filter from circuit. No problems observed with filter removed. Flushed in line filter fittings and tested with filter installed. No problem observed. Determined that best option would be to replace both fittings on in-line filter. Replaced fittings. Tested by running 10 primes. No problem observed. Returned spa to service. O sample preparation was not affected. There was no delay in patient treatment due to any unexpected results. ¿ service max review: review of related work order# (B)(4). Install date: 01jul2008. Defective part number: 640520-coupling body valve and 640521-coupling insert valve. Work order notes: o subject / reported: wash tower does not drain. O problem description: fluid not draining . O cause: defective inline valves. O work performed: replaced coupling valves. O solution: replaced coupling valves. ¿ returned sample evaluation: did not request return of defective part. ¿ manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ risk analysis: o risk management file part #100245ra, revision 03 was reviewed. O hazard(s) identified? Yes / no. Hazard ID: 3.1.29 _. Hazard: environmental biohazard. Severity: 5. Probability: 1. Risk index: 5. O implementation: bd facs sample prep user¿s guide__ o risk control:_afap_____. O mitigation(s) sufficient yes / no. ¿ root cause: based on the investigation result and the fse¿s report the root cause was a defective inline coupling valves. ¿ conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for wash tower not draining. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is limited, s2, and there was no impact to the patient health or safety. H3 other text : see h.10.

Event description:
It was reported that while using the bd facs sample prep assistant ii the wash tower does not drain. The following information was provided by the initial reporter: 1) was the leak liquid or air? Liquid. 2) was the leak contained within the instrument? Not contained. 3) was there spray of liquid under pressure? No. 4) what was the fluid that leaked? Biohazard. 5) did biohazard leak before or after waste line? After waste line . 6) was the waste mixed with decontamination/bleach? No. 7) was the customer/bd personnel physically in contact with the fluid? No.